Event description:
The customer reported that three of the cooler heaters in their possession at (B)(6)medical center were developing pink film in the water lines used for cardioplegia. The pink film was diagnosed to most likely be either methylobacteria or serratia marcescens by device manufacturer and the customer was recommended to clean their units more often.